Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
A sudden decrease in the hearing performance of the user was observed by the recipient's mother. No accident or trauma is reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in the hearing performance of the user was observed by the mother. No accident or trauma is reported. Reimplantation is considered

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient_s mother observed a sudden decrease in the hearing performance with the device. No accident or trauma was reported. The recipient was re-implanted.